Event description:
Literature: milpied-homsi b, bernier c, megnier m, stalder j-f. [Reticulated telangiectastic erythema following morphine pump implantation]. Ann dematol venereol. 2008;135(2):116-118. Reticulated telangiectatic erythema is a cutaneous complication reported after the implementation of pacemakers and cardiac defibrillators. Here we report a case occurring after the implantation of a morphine pump. Reportable event: a man was followed-up on in a 'pain centre" for lower back pain secondary to nucleus pulposus herniation. Morphine pump treatment had been administered since 1999 and replaced at the same site in 2004. The patient developed lesions, which occurred three weeks to three months after implantation of the device. This was a case of poorly delineated, non-infiltrated, slightly symptomatic (occasionally slightly pruriginous) erythema subsequently donning a reddish brown appearance and covered with telangiectasia irridating distally, thus giving a reticulated appearance to the rash. Allergy testing was negative. Given the persistence of the lesions coupled was discomfort, the patient asked for the pump to be removed. This was carried out in 2006.